Event description:
The device was used during a laparoscopic oversewing of the uterus. Reportedly, the device broke and fell into the cavity. The procedure was converted to a laparotomy. The hosp reports the pt's status is ok.